Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error, saw red x on display and had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also received insulin pump error alarm. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.